Event description:
It was reported that during an unk procedure, the only info available at this time is that the clips would not consistently form. Three devices opened. Some scissoring of clips noticed. Unk how case was completed. There were no adverse consequences to the pt. Further info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.